Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No failed batt test, battery out limit or weak batt alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that the customer had normal blood glucose levels of 111 mg/dl. The customer reported that the battery of the insulin pump would not last long. The customer also reported a failed battery test on the insulin pump. The insulin pump would thereafter reset itself and go back to the default settings for the insulin pump. The customer also reported a battery out limit alarm from the insulin pump. The customer further reported a weak battery alert from the insulin pump. Troubleshooting was done. It was reported that the customer was using a fresh battery but still received the abovementioned alarms on the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.